Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient¿s right atrial lead dislodged two days post implant procedure. Lead dislodgement was confirmed via chest x-ray. The lead was explanted and replaced. The patient was in stable condition prior, intra and post procedure.

Manufacturer narrative:
The reported event was for lead dislodgement. As received, a complete lead was returned in one piece. Analysis was normal. No anomalies were found.